Manufacturer narrative:
A further investigation of the reported event and the evaluation of the root cause was not possible because the requested hardware was not provided. Generally, the running ventilation is not affected by cockpit failure like reboot or no boot and affects only the display. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display and the user can see the ongoing ventilation. In case the ventilation unit performs a warm start the safety valve is opened in order to allow spontaneous breathing. An audible alarm is generated by the internal piezo speaker to notify the user. The ventilation is automatically resumed with the latest settings after successful completion of the warm start.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigaton was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
The customer reported that while the ventilator workstation was ventilating a patient, the staff was attempting to export the flow loop captures to a thumb drive (memory stick), using the left usb slot. No export button popped up to capture the image so they removed the thumb drive from the left usb slot and inserted the thumb drive into the right side usb slot. After inserting the thumb drive in the right usb slot, the c500 screen froze and within 5 seconds, the c500 screen went black and the ventilator stopped ventilating the patient. The patient was manually bagged and the ventilator workstation restarted on its own. No patient injury was reported.